Manufacturer narrative:
H6: the investigating findings code has been updated to the correct one.

Manufacturer narrative:
Correction : section h6: the annex a code should have been premature elective replacement indicator rather than battery problem, which have been corrected in this report.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The external device displayed early replacement indicator. Ipg assessment indicated that the message was triggered prematurely. The physician opted to replace the ipg . As a result the ipg was explanted and replaced addressing the issue.